Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the patient presented in hospital after suspecting of feeling a shock. Device was found to be in back-up vvi reset mode with no defib support. The device was successfully explanted and replaced. Patient was fine.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. A review of the device image revealed that a power-on reset occurred during hv therapy delivery. The device was tested using automated test equipment and no anomalies were found. The cause of the power-on reset could not be determined.